Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer screen went black and displayed message "emergency hardkey available" during a device interrogation. Technical support (ts) explained that this could be due to a lack of communication between rf head and lem board. The caller cycled power on the programmer and the error cleared. The programmer remains in use. No patient complications have been reported as a result of this event.